Manufacturer narrative:
Updated entry for section a1 - patient identifier: (B)(6). Complete entry for sections a2 - age at time of event, a2 - age units (patient) and a3a - sex: 66, year, female; 59, year, male; 41, year, female; 55, year, male; 79, year, female; 64, year, female; 47, year, female; 73, year, female; 81, year, male; 66, year, female; 33, year, male; 71, year, female; 71, year, female; 74, year, male; 34, year, male; 76, year, male; 82, year, female; 75, year, male. Update to section b5 - describe event or problem to include additional patient results. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the creatinine2 assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76220ud00. A device history record review did not identify any non-conformances or deviations with lot number 76220ud00 and the complaint issue. In-house specificity testing of a retained kit of the complaint lot was completed. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency with the creatinine2 reagent for lot 76220ud00 was identified.

Event description:
The customer observed falsely elevated creatinine2 on the alinity c processing module for multiple patients. The following results were provided (reference range 0.50 ¿ 1.40 mg/dl): (B)(6) 2025, sid (B)(6), 66-year-old female, initial creatinine result= 2.58 mg/dl; repeat result= 0.57 mg/dl. (B)(6) 2025, sid (B)(6), 59-year-old male, initial creatinine result= 3.47 mg/dl; repeat result= 0.83 mg/dl. (B)(6) 2025, sid (B)(6), 41-year-old female, initial creatinine result= 5.39 mg/dl; repeat result= 1.35 mg/dl. Update, additional patient results were provided on 07jan2026. Sid (B)(6), 55-year-old male, initial creatine result= 2.0 mg/dl; repeat result= 0.46 mg/dl. Sid (B)(6), 79-year-old female, initial creatine result= 3.73 mg/dl; repeat result= 0.82 mg/dl. Sid (B)(6), 64-year-old female, initial creatine result= 2.17 mg/dl; repeat result= 0.50 mg/dl. Sid (B)(6), 47-year-old female, initial creatine result= 2.62 mg/dl; repeat result= 0.55 mg/dl. Sid (B)(6), 73-year-old female, initial creatine result= 2.99 mg/dl; repeat result= 0.69 mg/dl. Sid (B)(6), 81-year-old male, initial creatine result= 4.21 mg/dl; repeat result= 1.03 mg/dl. Sid (B)(6), 66-year-old female, initial creatine result= 2.73 mg/dl; repeat result= 0.61 mg/dl. Sid (B)(6), 33-year-old male, initial creatine result= 3.82 mg/dl; repeat result= 0.87 mg/dl. Sid (B)(6), 71-year-old female, initial creatine result= 4.97 mg/dl; repeat result= 1.19 mg/dl. Sid (B)(6), 71-year-old female, initial creatine result= 2.02 mg/dl; repeat result= 0.47 mg/dl. Sid (B)(6), 74-year-old male, initial creatine result= 3.06 mg/dl; repeat result= 0.70 mg/dl. Sid (B)(6), 34-year-old male, initial creatine result= 4.60 mg/dl; repeat result= 1.12 mg/dl. Sid (B)(6), 76-year-old male, initial creatine result= 3.28 mg/dl; repeat result= 0.73 mg/dl. Sid (B)(6), 82-year-old female, initial creatine result= 2.78 mg/dl; repeat result= 0.62 mg/dl. Sid (B)(6), 75-year-old male, initial creatine result= 3.63 mg/dl; repeat result= 0.84 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for sections a2 - age at time of event, a2 - age units (patient) and a3a - sex: 66, year, female; 59, year, male; 41, year, female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine2 on the alinity c processing module for multiple patients. The following results were provided (reference range 0.50 ¿ 1.40 mg/dl): on (B)(6) 2025, sid (B)(6), 66-year-old female, initial creatinine result= 2.58 mg/dl; repeat result= 0.57 mg/dl. On (B)(6) 2025, sid (B)(6), 59-year-old male, initial creatinine result= 3.47 mg/dl; repeat result= 0.83 mg/dl. On (B)(6) 2025, sid (B)(6), 41-year-old female, initial creatinine result= 5.39 mg/dl; repeat result= 1.35 mg/dl. There was no impact to patient management reported.